Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance in programming a replacement insulin pump. During the call, the customer sounded confused. The customer's wife checked his blood glucose, and it was 38 mg/dl. The customer was advised to treat, and his blood glucose rose to 54 mg/dl. However, the paramedics were called. The fire department arrived and assisted the customer. The programming of the insulin pump was completed. Nothing further was reported.